Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during procedure preparation, his olympus evis exera iii xenon light source began presenting error codes: e300, e312, e316, and b30. According to the initial reporter, the intended procedure was cancelled. Additional information was requested concerning the cancelled procedure, but the initial reporter did not have any further details.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed the reported endoscope communicator error (b30). The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the reported b30 error. Olympus will continue to monitor field performance for this device.